Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the spo2 cuts out. It is not known at this time if there was an accompanying error message. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
The biomed reported the spo2 signal gets interference when the electro surgical unit (esu) is used in the labor and delivery department. At the time of the event there was no accompanying inoperative (inop) message. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips field service engineer (fse) assisted the customer remotely. The customer asked if a field change order (fco) existed related to this issue. The issue was not confirmed as the device was not evaluated.the cause of the reported malfunction was not determined. The fse believed the cause could be an interference issue. The fse informed the customer there was no fco found related to this issue. The fse suggested the customer move the esu to a different electrical circuit to avoid inference as it is a good practice to keep equipment and cables away from the esu since this can create interference. The fse also advised the biomed to monitor the functionality and give us a call back if needed. No subsequent calls have been received related to this issue.

Manufacturer narrative:
H3 other text : see b5.